Manufacturer narrative:
Manufacturing device history record review was not conducted based upon review of the information provided by the customer, as it does not indicate a problem with the initial manufacture or prior repair of the device. One device was received for investigation. The screw cover seal was found broken. The device was turned on, battery checked, and a visual inspection was performed. The reported problem was confirmed, the device would not turn on. It was determined the cam was out of position on the switch shaft. They were not able to determine the cause of the problem. The cam was moved back into position and tightened. They replaced the MRI battery, sintered filter, o ring washer, and o rings. Performed preventative maintenance testing, cleaned and affixed the service label. UDI is unknown, no product information has been provided to date.

Event description:
It was reported that the device was not powering on. Additional information was received via email dated 31-aug-2022. The event was noted as august 8, 2022. No patient involvement.